Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and the customer was unable to see the screen. The insulin pump kept alarming and no keys were responding. In the alarm history there was a pump error 35 alarm. The customer was unable to clear the alarm or rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display , problem isolated to electrical board. Unable to confirm a broken force sensor was detected during seating or regular delivery and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. Insulin pump was inspected with no serial number label anomaly noted.